Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that there were multiple o-ring¿s were on the pneumatic tap. The customer removed the o-ring`s and successfully loaded the cartridge to address the event. There was no reported adverse impact to the customer¿s blood glucose level.